Manufacturer narrative:
H6: investigation summary: customer returned a number of images of shelf cartons for 0.5ml, 30 gauge, 8mm syringes from lot 0083452. The print for the lot number, manufacture date, and expiration date is missing. A review of the device history record was completed for batch# 0083452. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of label information missing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported syringe 0.5 ml x31gx6 mm b/p ap did not have a lot number. The following information was provided by the initial reporter: "no lot."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 0.5 ml x31gx6 mm b/p ap did not have a lot number. The following information was provided by the initial reporter: "no lot".